Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited inaccurate sensing, including noise and a failure to sense on both the right atrial (ra) and right ventricular (rv) channels. Additionally, it was noted that the device displayed rising thresholds, and during lead threshold testing, oversensing was noted. An issue was suspected with the device header, especially since both leads tested within normal limits for impedance and thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated inaccurate sensing, including noise and a failure to sense on both the right atrial (ra) and right ventricular (rv) channels. Analysis confirmed an issue in an integrated circuit. If information is provided in the future, a supplemental report will be issued.